Manufacturer narrative:
(B)(4). Compromised force sensor system alarm went off during the prime test due to faulty force sensor resistor. The pump passed all other tests except the occlusion and excessive no delivery tests due to prime anomaly. The backlight display functioned properly. There was no low battery alarm noted. The pump was received with a minor scratched display window. There were cracks on the case at the display window corners and reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer's blood glucose was unknown at the time of incident. The product will be returned.